Event description:
Hill-rom received a complaint on one of it's excelcare bariatric bed frames alleging the head section of the bed will not stay in the elevated position. A hill-rom service technician performed an investigation, determined there was a weld failure of the actuator bracket which partially engaged the CPR function to cause the head section to drift downward. The technician replaced the head section of the bed and adjusted the CPR assembly to return function back to bed frame. Hill-rom is reporting this malfunction after a retrospective review and in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in mdr1045510-2009-00021.